Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to a possible atrial or sinus driven tachycardia. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.